Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 400 mg/dl. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Customer states the contacts on the battery cap are neither missing nor damaged. It was unknown whether the customer was using automode. Customer stated that battery compartment was neither damaged nor corroded. The insulin pump will not be returned for analysis.